Manufacturer narrative:
The root cause of the discordant result compared to alternate method 1 is unknown. The (B)(6) result agrees with the (B)(6) result from alternate method 2. Siemens has requested additional information regarding the patient. The limitations section of the ous instructions for use states: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
The customer obtained a non-reactive results on two samples from the same patient on the (B)(6) assay. The results were reactive by an alternate method and non-reactive by a second alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
MDR 1219913-2016-00064 was filed on march 24, 2016 reporting that the customer obtained (B)(6) results on two samples from the same patient on the advia centaur xp (ahcv) assay. The results were (B)(6) by an alternate method and (B)(6) by a second alternate method. April 21, 2016 - additional information: siemens requested the sample be sent to siemens for internal testing, however, there is no sample available. The customer reported that the clinical picture of the patient is consistent with the (B)(6) test result as there is no previous history of (B)(6) for the patient. The patient is a hemodialysis patient. Pcr was not performed as the results from the second alternate method confirmed the results from the advia centaur xp. No further testing is required.